Manufacturer narrative:
Continuation of d10: 5867-3m adaptor implanted (B)(6) 2024; 5076-58 lead, implanted (B)(6) 2009, ddbb1d1 ICD implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for bipolar and gradual lead impedance increase as well as high thresholds. It was further reported the right ventricular (rv) leads exhibited varying and high thresholds and varying r waves. Reprogramming was performed for the ra lead and the lead was capped and replaced; the rv leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for bipolar and gradual lead impedance increase as well as high thresholds. It was further reported the pace/sense right ventricular (rv) lead exhibited varying and high thresholds and varying r waves. Reprogramming was performed for the ra lead and the lead was capped and replaced; the pace/sense rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b2, b5; additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for bipolar and gradual lead impedance increase as well as high thresholds. It was further reported the pace/sense right ventricular (rv) lead exhibited varying and high thresholds and varying r waves. Reprogramming was performed for the ra lead and the lead was capped and replaced; the pace/sense rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.